Manufacturer narrative:
Clarification to e.1. Phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected in the mento and mandibular line with 2 ml of juvéderm® volux¿. Approximately 4 months later, patient began to present erythema, edema, and pain at injection sites. Patient reported a concomitant non-device related urine infection (uti). Patient was treated with anti-inflammatory drugs which improved the condition and uti. Approximately 7 months after the injection, patient had another episode of erythema, swelling and pain at injection sites. Patient was prescribed anti-inflammatory drugs for 5 days with no improvement. Ultrasound was performed diagnosing "panniculitis." Patient was prescribed clavulin bd, with total improvement at the end of the medication. Symptoms resolved.